Event description:
It was reported that during a percutaneous transluminal coronary intervention (ptca) procedure, a pinhole leak occurred. The lesion was located in the right coronary artery (rca). The percent of the lesion stenosis degree of calcification, and vessel tortuosity are unknown. Upon inflation, it was noted that the balloon contained a pinhole leak and was unable to maintain pressure. The number of inflations and to what atms the balloon reached is unknown. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status was reported as "ok".

Manufacturer narrative:
.